Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified a crease fold, wear abrasion and an opening on the valve. A leak test and microscopic analysis was performed which identified a sharp opening and an observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is: a sharp opening on valve bond edge and plug strap due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Health professional additionally reported "any creases." Device has been explanted.

Event description:
Health professional additionally reported "any creases." Device has been explanted.